Manufacturer narrative:
Additional information was received indicating that the event occurred during preventive maintenance verification testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with mounts pole ripped out of the bottom case and bottom case cracked. Event history log review was performed and found check clutch reverse error in history logs. Visual inspection, multiple flow and occlusion testing were performed. The customer's reported problem regarding clutch error and occlusion issue could not be duplicate. However, the issue regarding pole mount standoff ripped out of the pump was confirmed. According to the investigation the customer induced on pole mount standoff ripped out of the bottom case cause the reported problem. Investigator's replaced the pump clutch half's left and right with leadscrew and spring as a preventative measure for check clutch error in history. The pump damaged bottom case was also replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the drive system slips on a smiths medical medfusion 4000 syringe infusion pump. Occlusion as well as the standoff for pole mount being broken off were also reported. No adverse effects were reported.